Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), premature delivery ('premature delivery') and caesarean section ('caesarean section') in a 36-year-old female patient who had essure (batch no. 625977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / left occlusion only". The patient's medical history included c-section, placenta previa, premature birth and itching. Current weight 237 lbs (B)(6) 2013-surgical pathology report. Final pathologic diagnosis a. Fallopian tube, right, excision: benign fallopian tube tissue, complete cross section b. Fallopian tube, left, excision: benign fallopian tube tissue, complete cross section specimen: a: fallopian tube, right, excision b: fallopian tube, left, excision. Concurrent conditions included obesity, multigravida and parity 6 (B)(6)1992, (B)(6) 1996, (B)(6) 2001, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety ("anxiety"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and depression ("psych injury- depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("claiming allergy: other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and malaise ("sick of feeling sick every damn day"), was found to have a pregnancy with contraceptive device ("pregnancy (live birth with complication)") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, premature delivery, caesarean section, genital haemorrhage, abdominal pain, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, depression and malaise outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, malaise, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, gen. Abnormal bleeding and psych injury. Discrepancy noted in date of insertion- (B)(6) 2001, (B)(6) 2007 insertion details-good 2 to 3 coils of the essure were noted. This was performed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number:625977 manufacturing date:2007/09 expiration date:2009/08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event feeling sick added .new reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), premature delivery ('premature delivery') and caesarean section ('caesarean section') in a (B)(6) female patient who had essure (batch no. 625977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / left occlusion only". The patient's medical history included c-section, placenta previa, premature birth and itching. Current weight 237 lbs (B)(6) 2013-surgical pathology report final pathologic diagnosis a. Fallopian tube, right, excision: benign fallopian tube tissue, complete cross section b. Fallopian tube, left, excision: benign fallopian tube tissue, complete cross section specimen: a: fallopian tube, right, excision b: fallopian tube, left, excision. Concurrent conditions included obesity, multigravida and parity 6 ((B)(6) ). Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety ("anxiety"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and depression ("psych injury- depression"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (live birth with complication)"), experienced premature delivery (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("claiming allergy: other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and malaise ("sick of feeling sick every damn day") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, menorrhagia and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, premature delivery, caesarean section, anxiety, dysmenorrhoea, migraine, depression and malaise outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, malaise, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, gen. Abnormal bleeding and psych injury. Discrepancy noted in date of insertion- (B)(6) 2001, (B)(6) 2007 insertion details-good 2 to 3 coils of the essure were noted. This was performed bilaterally patient received treatment for pain, bleeding, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number:625977 manufacturing date:2007/09 expiration date:2009/08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of event : chronic pelvic pain,gen. Abnormal bleeding, abdominal pain, claiming allergy: other, bladder problems, urinary problems, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) updated as recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), premature delivery ('premature delivery') and caesarean section ('caesarean section') in a 36-year-old female patient who had essure (batch no. 625977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / left occlusion only". The patient's medical history included c-section, placenta previa, premature birth and itching. Current weight 237 lbs (B)(6) 2013-surgical pathology report final pathologic diagnosis. A. Fallopian tube, right, excision: benign fallopian tube tissue, complete cross section b. Fallopian tube, left, excision: benign fallopian tube tissue, complete cross section specimen: a: fallopian tube, right, excision b: fallopian tube, left, excision. Concurrent conditions included obesity, multigravida and parity 6 ((B)(6) 1992, (B)(6) 1996, (B)(6) 2001, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013). Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety ("anxiety"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and depression ("psych injury- depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("claiming allergy: other"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), was found to have a pregnancy with contraceptive device ("pregnancy (live birth with complication)") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, premature delivery, caesarean section, genital haemorrhage, abdominal pain, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, gen. Abnormal bleeding and psych injury. Discrepancy noted in date of insertion- (B)(6) 2001, (B)(6) 2007 insertion details-good 2 to 3 coils of the essure were noted. This was performed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number:625977 manufacturing date:2007/09 expiration date:2009/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Event" pregnancy with contraceptive device" seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), premature delivery ('premature delivery') and caesarean section ('caesarean section') in a 36-year-old female patient who had essure (batch no. 625977) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / left occlusion only". The patient's medical history included c-section, placenta previa, premature birth and itching. Current weight 237 lbs. (B)(6) 2013-surgical pathology report: final pathologic diagnosis. A. Fallopian tube, right, excision: benign fallopian tube tissue, complete cross section. B. Fallopian tube, left, excision: benign fallopian tube tissue, complete cross section. Specimen: a: fallopian tube, right, excision. B: fallopian tube, left, excision. Concurrent conditions included obesity, multigravida and parity 6 (B)(6) 1992, (B)(6) 1996, (B)(6) 2001, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013). Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety ("anxiety"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and depression ("psych injury- depression"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (live birth with complication)"), experienced premature delivery (seriousness criterion medically significant), genital hemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("claiming allergy: other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and malaise ("sick of feeling sick every damn day") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, menorrhagia and vaginal hemorrhage had resolved and the pregnancy with contraceptive device, premature delivery, caesarean section, anxiety, dysmenorrhoea, migraine, depression and malaise outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, dysmenorrhoea, genital hemorrhage, hypersensitivity, malaise, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract disorder and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, gen. Abnormal bleeding and psych injury. Discrepancy noted in date of insertion- (B)(6) 2001, (B)(6) 2007. Insertion details-good 2 to 3 coils of the essure were noted. This was performed bilaterally. Patient received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number:625977. Manufacturing date:2007/09. Expiration date:2009/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), pregnancy with contraceptive device ('pregnancy (live birth with complication)'), premature delivery ('premature delivery') and caesarean section ('caesarean section') in a (B)(6) female patient who had essure (batch no. 625977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / left occlusion only". The patient's medical history included c-section, placenta previa, premature birth and itching. Current weight (B)(6) lbs (B)(6) 2013- surgical pathology report final pathologic diagnosis a. Fallopian tube, right, excision: benign fallopian tube tissue, complete cross section b. Fallopian tube, left, excision: benign fallopian tube tissue, complete cross section specimen: a: fallopian tube, right, excision. B: fallopian tube, left, excision. Concurrent conditions included morbid obesity, multigravida and parity 6 ((B)(6) 1992, (B)(6) 1996, (B)(6) 2001, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013). Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety ("anxiety"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and depression ("psych injury- depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("claiming allergy: other"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, premature delivery, caesarean section, genital haemorrhage, abdominal pain, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, gen. Abnormal bleeding and psych injury. Discrepancy noted in date of insertion- (B)(6) 2001, (B)(6) 2007. Insertion details-good 2 to 3 coils of the essure were noted. This was performed bilaterally diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs+mr received- essure model ess205 updated ess305. Lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), migraines / headaches, anxiety, caesarean section, premature delivery were added. Outcome of pelvic pain updated to recovering / resolving. Event psych injury updated to depression. New reporters, medical history, height, concomitant drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.